Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a distributor via (B)(4) that an ar-6480 dw arthroscopy pump had a very weird sound in the wheel and gave a continuous flow, would not stop and never reached the preset value. This was discovered during a procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on video evidence submitted of an ar-6410 pump tubing. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as improper tubing setup or seating, and the absence of a clamp pressure test.

Event description:
Additional information was provided 19-feb-2026: it was reported the issue occurred during two separate knee arthroscopy procedures (B)(4). Ar-6410 main pump tubing was used with the ar-6480 dw arthroscopy pump. The pump setting used was reported to be the default knee setting. The case was completed with another pump. No clamp or pressure test was performed, and no alarms or error messages were observed before or during the event. It was further reported extravasation occurred within the patient¿s joint during the event. The surgical team attempted to drain as much excess fluid as possible and wrapped the patient¿s leg to help mitigate knee swelling. It remains unknown whether the patient required extended hospitalization following the event.